Event description:
The customer reported that this staplizer bone staple cartridge, 10x15mm was used during an acl reconstruction on a left knee of a (B)(6), female patient on (B)(6) 2012. The first symptom of this reported post-operative infection appeared on (B)(6) 2012, with localized redness, inflammation, edema, pain, and mobilization was not possible. Cultures were taken from the knee, and the bacteria serratia marcesens was identified. The patient was hospitalized from (B)(6) 2012, to cure the infection. The patient was placed on an antibiotic regimen (ceftriaxone 2 grams, every 24 hours for 4 weeks), and had a secondary "lavage type" procedure to clean out the knee. As reported, the localized infection is being effectively controlled/treated and that the patient is responding positively to the antibiotic. The latest follow-up report dated (B)(6) 2012, indicated that the patient's prognosis is positive, and there are no plans to remove the implants at this time.

Manufacturer narrative:
This device is not expected for evaluation, as it remained implanted in the patient's knee. A review of the device history record shows this device was manufactured on (B)(6) 2011, in a lot of 90 units with no noted discrepancies during sterilization process that could have caused or contributed to the reported infection. Further review of the complaint files shows no other similar complaints of "infection" received for this item and lot number combination. No additional units of this lot # was available for evaluation and none remained in stock. A 2-year review of the overall complaint history for this device showed no other reports of infection received. The IFU listed infections, both deep and superficial under adverse events. The staples are titanium implants and designed to be placed in to bone or soft tissue for fixation of soft tissue to bone in orthopedic procedures such as acl repair, pcl repair, mcl repair, and lcl repair. The risk of post-operative infection after a surgical procedure always exists. Aorn/good clinical practice would include examination and verification of the sterile packages for integrity and expiration dates before use. If packaging has been opened/damaged or altered and if any part of the sterile container was found to have a breach in sterility, do not use the product and contact the manufacturer immediately for replacement. Remained implanted in patient's knee.